Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-85mg/dl fasting. Verified test strips expire 01/31/2018. Confirmed test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 20mg/dl and 113mg/dl. Reviewed meter memory: 1:26mg/dl (B)(6) 2015 12:38:00 pm fasting:no. 2:24mg/dl (B)(6) 2015 05:25:00 pm fasting:no. 3:25mg/dl (B)(6) 2015 03:22:00 pm fasting:no. 4:30mg/dl (B)(6) 2015 02:02:00 pm fasting:no. 5:27mg/dl (B)(6) 2015 01:46:00 pm fasting:no. Customer is concern will all these low blood results she have been getting. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f). (B)(6). Product evaluation in process.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-85mg/dl fasting. Verified test strips expire 01/31/2018. Confirmed test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 20mg/dl and 113mg/dl. Reviewed meter memory (B)(6). Customer is concern will all these low blood results she have been getting. No adverse event reported.